Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced high blood glucose levels 289 mg/dl and was treated by pump on (B)(6) 2026. No further information available.